Event description:
It was reported that this pacemaker system was exhibiting farfield oversensing. Oversensed t waves started a post-ventricular atrial refractory period and atrio ventricular synchrony was lost. Technical services (ts) was consulted and noted low r waves, right ventricular intrinsic amplitude was found out of range. This pacemaker system remains in service. No adverse patient effects were reported.